Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device eval by MFR: the device was returned and analysis completed. The device returned partially in the shipping hoop. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed 2 fractures located 2.2cm and 10.4cm from the hub. The device was not completely separated as the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for fractures.

Event description:
It was reported that the catheter was broken. A renegade hi-flo catheter was selected for use in an embolization procedure. While opening the device package and removing the device, the catheter broke. Another renegade hi-flo catheter was selected for use. The procedure was completed. There were no patient consequences.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter last name: updated. E3 - occupation: updated to physician.

Event description:
It was reported that the catheter was broken. A renegade hi-flo catheter was selected for use in an embolization procedure. While opening the device package and removing the device, the catheter broke. Another renegade hi-flo catheter was selected for use. The procedure was completed. There were no patient consequences.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter was broken. A renegade hi-flo catheter was selected for use in an embolization procedure. While opening the device package and removing the device, the catheter broke. Another renegade hi-flo catheter was selected for use. The procedure was completed. There were no patient consequences.